Event description:
It was reported that a dexcom g7 continuous glucose monitor did not pair with the ilet, and a concurrent dexcom receiver was powered down and moved away before retrying, followed by an ilet restart, sensor code reentry, and a toggle between g7 and g6 settings as troubleshooting and education. Symptoms included no reported adverse physiological effects and no hypoglycemia or hyperglycemia. Outcomes included no hospitalization, no emergency care, and no reported impact on blood glucose control. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed a suspected wireless connectivity or pairing issue limited to the ilet interface while the sensor and receiver were otherwise operational. It was concluded that the event was attributable to a pairing failure without patient harm, and device function could be restored through standard troubleshooting steps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.